Event description:
It was reported that the external pulse generator (epg) powered on with an error message and the device was replaced. Technical support (ts) had the biomedical engineer remove the battery to clear the error and then power back on. The device powered on to the default settings without error message. Ts explained to the biomedical engineer how this error can occur and how to clear the error. The power was switched from on to off and then off to on several times and the device powered on to the default settings. The device was restored to service and will be put back into service. There was no patient complications reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).